Manufacturer narrative:
Concomitant medical products: part 03.226.004, lot 2294489: manufacturing location: (B)(4). Release to warehouse date: november 15, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: headless screw (part/lot unknown, quantity 1).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a snephoid acute fracture surgery a screwdriver tip broke/sheared during a 3.0mm headless screw insertion on (B)(6) 2017. The tip broke as the screw reached compression. There was a ten (10) minute delay. All fragments were removed with difficulty due to the size. No other medical intervention was required. The procedure was successfully completed. This report is for one (1) cannulated stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).